Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. Then the pump battery gauge increased from 75% battery life to 100% while the pump was plugged into a power source. The customers blood glucose level was not impacted. It was indicated that the customer has backup pump and manual injections available as alternate insulin therapy.